Manufacturer narrative:
Updated data: b.5: event description medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that reported medtronic sizers were used for the implant, along with the barrel and replica end of the sizers. It was further reported that the annulus size was felt to be between a 23mm and 25mm, and it was the physicians preference to implant the larger size valve for a larger effective orifice area (eoa). The body surface area (bsa) chart was used for valve sizing. Pledgets were used during implant. The patient also had unique anatomical factors that contributed to not being able to implant the valve identified by the replica sizer. No additional adverse patient effects were reported.

Event description:
It was reported that after the initial implant of the 40025 bioprosthetic valve, a size mismatch was identified, along with tissue occlusion. The valve was subsequently replaced with a 23mm bioprosthetic valve of the same model, and the surgery was completed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.